Manufacturer narrative:
Concomitant medical products: 4047 lead, implanted: (B)(6) 2013. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) experienced a partial power on reset (por). Subsequently, the device data was analyzed to revealed an out-of-specification findings. The crt-d remains in use. No patient complications have been reported as a result of this event.